Manufacturer narrative:
Additional information: section d: expiration date; device available for evaluation; device returned to manufacturer; date returned to manufacturer. Section g: date received by manufacturer; type of report. Section h: device manufacture date; evaluation codes. The evoke cls was returned to saluda. The root cause of the reported infection cannot be definitively determined. There was no allegation related to device functioning or functional deficiency. The evoke scs system surgical guide states, "the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result¿. The manufacturing records were reviewed, and the products met all requirements for release. Device information of both leads is identical. Lead information: brand name: evoke cap12 percutaneous lead kit - 90 cm, model: 102879, catalog: 3009, lot/batch number: 9018471958, manufacture date: 08may2023, expiration date: 07may2025.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke closed loop stimulator (cls) implant site and lead incision site. The evoke scs system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. First lead information: brand name: evoke cap12 percutaneous lead kit-90cm, model: 102879, catalog: 3009, lot/batch number: 9018471958. Second lead information: brand name: evoke cap12 percutaneous lead kit-90cm, model: 102879, catalog: 3009, lot/batch number: 9017620911 h3 other text: device was not returned to manufacturer.